Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter the guidewire was still inserted through the catheter. They first inspected the catheter under x-ray and noted the guidewire was stuck proximal of the spline cage. Next, they functionally tested the catheter by attempting to advance and withdraw the guidewire through the device, but they were unable to do so. They were able to deploy and undeployed the array of the catheter, even with the guidewire stuck in place. The catheter was dissected, and tissue and dried blood was found near the guidewire tip. Based on all the available information boston scientific confirmed the allegation of the stuck guidewire, the cause was determined to be an unintended use error based on the presence of tissue within the device.

Event description:
It was reported that the guidewire had difficulty advancing through the catheter and became stuck in it. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was used. It was noted that the wire felt tighter in the lumen than normal when it was loaded into the catheter. The catheter was flushed without difficulty and tested for proper deployment, then was inserted into the sheath. The left superior pulmonary vein (lspv) was wired and ablations were made in the basket and flower configurations. Afterwards the guidewire was not able to be retracted, with resistance being felt at the handle. The guidewire also couldn't be advanced. The catheter array was changed to the basket configuration and then fully undeployed before the device system was removed from the patient. Difficulty moving the guidewire in and out of the catheter was noted. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter was received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the guidewire had difficulty advancing through the catheter and became stuck in it. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was used. It was noted that the wire felt tighter in the lumen than normal when it was loaded into the catheter. The catheter was flushed without difficulty and tested for proper deployment, then was inserted into the sheath. The left superior pulmonary vein (lspv) was wired, and ablations were made in the basket and flower configurations. Afterwards, the guidewire was not able to be retracted, with resistance being felt at the handle. The guidewire also couldn't be advanced. The catheter array was changed to the basket configuration and then fully undeployed before the device system was removed from the patient. Difficulty moving the guidewire in and out of the catheter was noted. The catheter was replaced, and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter was received at boston scientific's post market laboratory where it is awaiting analysis.